Event description:
Study: journey ii cr retro: it was reported that the patient suffered from arthrofibrosis on the left knee, it was treated with manipulation under anesthesia. The outcome is resolved. Rehabilitation was prescribed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. This clinical/medical evaluation concluded that the complaint from the united states reports that the patient presented with arthrofibrosis on the left knee, and was treated with manipulation under anesthesia. The clinical study report forms were submitted for review but did not reveal a root cause for the ¿arthrofibrosis¿. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.